Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. Prior to the procedure, smoke was noted on transesophageal echocardiography (tee); however, no thrombus was identified at that time. Heparin was administered following transseptal puncture. During the procedure, after deployment of the closure device in the laa, the physician noted the presence of a thrombus adhered to the proximal portion of the closure device. The closure device was subsequently recaptured, with thrombus still visibly attached upon removal. A new 27mm closure device was implanted. The closure device met position, anchor, size and seal (pass) criteria and the procedure concluded without patient complications. The patient is expected to fully recover.